Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ syringe with attached needle customer reports severe automatic blood leakage from the pole. The following information was provided by the initial reporter. The customer stated: "the nurse in charge came to the bedside according to the doctor's instructions, and took the arterial blood collection kit for the patient at one time according to the correct operation process. The arterial blood gas sample was taken for about 1 ml and the needle was sealed with a stopper. Severe automatic blood leakage from the pole resulted in unqualified specimens (low volume, air) and failed to obtain blood gas results.